Manufacturer narrative:
Additional information: (B)(4). The sapien xt valve was discarded and not returned to edwards lifesciences for evaluation. Without the device return, device analysis was unable to be completed. A review of the valve's DHR, lot history and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. During the manufacturing process, the sapien xt valve undergoes multiple 100% inspections. These inspections support that it is unlikely that a manufacturing non-conformance was the cause of the complaint. In this case, the complaint of the dislodged valve could not be confirmed and the exact root cause for the valve dislodgement from the balloon could not be determined. Available information indicates procedural factors (attempted retrieval of the valve through the asc+ sheath, entanglement in the mitral valve) likely contributed to this event. The ascendra+ system and accessories have not been qualified for valve retrieval. No labeling or IFU inadequacies have been identified and review of complaint history did not reveal that occurrence rate exceeds the (B)(4) 2015 control limits for this trend category. Therefore, no corrective or preventative action is required at this time.

Event description:
It was reported that during a transapical tavr procedure, the 23mm sapien xt valve dislodged from the delivery system during an attempt to withdraw the undeployed valve. After transapical access was obtained, the guide wire was advanced with some difficulty. The guide wired buckled a few times, but advanced across the native valve into the ascending aorta and down the descending aorta. A bav was not performed. A 23 mm sapien xt valve and delivery system were advanced through the sheath; once the valve and delivery system exited the sheath, resistance was noted and the physician was unable to advance the delivery system. A couple more attempts were made, during which the patient remained hemodynamically stable. Due to inability to advance the delivery system and valve, they were pulled back into the sheath. It was then observed that the patient had wide open mitral insufficiency. At that point it was decided to pull the delivery system out of the sheath and place the patient on bypass to proceed to repair the mitral valve. The delivery system was taken out of the body and it was then noted that the valve was no longer on the delivery system. The physician checked fluoro and the crimped valve had dislodged from the delivery system and embolized into the left ventricle. The team proceeded to place the patient on cpb and the chest was opened to repair the mitral valve. The embolized sapient xt valve was ultimately retrieved after being entangled in a mitral chordae. During the surgical procedure, another valve was eventually deployed. The bypass cannulas were removed, an epicardial and pleural drain were left behind and the patient was taken to recovery. Post tee showed normal ef, good rv function and post-protamine the pvl reduced to mild.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.